Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens in the patient's right eye (od) on (B)(6) 2014. Rotation of the lens was noted on (B)(6)2014 and the lens was repositioned. The lens was removed and replaced and this resolved the problem. Patient's last bcva - 20/20.

Manufacturer narrative:
(B)(4). Evaluation codes: method - (other): work order search, device history record results -(other): a lens work order search was performed and no similar complaints were found within the work order (B)(4).

Manufacturer narrative:
Evaluation method: medical review. Results: - visual inspection of the returned product showed the lens was returned dry with no visible damage. Medical review - clinical studies have shown that toric icl rotation occurs in 0.5% of patients where a ticl has been implanted. Several factors may contribute to this phenomenon (i.e. Patient's anatomical structure, a short lens, haptic position ect.). There is not enough information to determine the exact root cause, however, it seems the icl was short for this eye. According to use fmea (failure modes and effect analysis) it has been determined that the inadequate vault is a consequence of wrong lens use failure mode (i.e. Improper white to white measurements, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, a probable root cause of inadequate vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. (B)(4).